Event description:
It is reported that a customer experienced high blood glucose of 480 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer was informed that there could be many reasons for high blood glucose. The customer did not have any issues after changing the infusion set on their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.